Manufacturer narrative:
There was no patient involved in this event. The PMA# provided is associated with the device's most recent approval. Manufacturer's investigation conclusion: the reported event of the system monitor showing blank screen was confirmed. The returned system monitor, serial (B)(4), was powered on and beeped during the boot up but showed blank screen. Inspection of the device revealed dislodged ram card on the main printed circuit board (pcb) with no glue attached to it. The main pcb was replaced. The device underwent functional testing and passed all steps without any issue. Further evaluation of the exchanged main pcb revealed that the metal brackets and the slot for the ram card does not show sign of damage. The ram was reinserted to the slot. The exchanged main pcb was connected to a test system monitor and a system controller, and was able to function as intended. The device will be returned to customer. A root cause of the reported event was determined to be dislodged ram card on the main pcb; however, a root cause of the dislodged ram card was not determined through this analysis. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. (B)(4) was shipped to the customer on (B)(6) 2009. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate ii instructions for use section 4-¿system monitor¿ and heartmate ii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. Heartmate iii instructions for use section 4-¿system monitor¿ and heartmate iii patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the system monitor was not functioning properly. The green led lit up which indicated that it was getting power but the screen was just blank. The site tried using different cables to connect to different power modules and turned it on/off several times but the issue did not resolve.